Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a f2: flow signal interrupted alarm was not confirmed as the centrimag motor (serial number: (B)(6)) was not returned for analysis, and no log files were submitted for review. Additional information stated that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 8 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 10.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including flow related alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 a patient who had been on centrimag extracorporeal membrane oxygenation (ECMO) for several weeks had the flow signal drop off over the past several days activating "flow signal interrupted" alarms and the mag monitor displayed dashes. The flow probe had been moved regularly as recommended and it had always been on arterial line returning blood to the patient and located after the oxygenator. The centrimag system was believed to be flowing as the lines had a color differential and that the patient's saturation was acceptable. Another centrimag console and flow probe were brought in but they also failed to read a flow. The flow probe was replaced but the new one still could not read a flow. The flow probe was then moved to the venous line of the veno-venous circuit to which a flow was displayed. The displayed flow was appropriate for the 4800 rpm that was being used to support the patient. The perfusionist checked the male pins on the flow probe connector (all looked appropriate), changed the flow sensitivity from normal to fine, placed he flow probe backwards on the venous line to demonstrate that the system was detecting flow against the arrowed direction and displayed down arrows as it should, and changed the flow recorder speed from slow (2 mins) to fast (20 secs). The perfusionist examined one of the drainage lines and thought there was a possible issue with patient positioning of the cannula. The flow display kept dropping out and the pump made an odd sound. The trace itself was very unstable and resetting the flow probe connection had worked on 3 occasions to resolve this. To troubleshoot the issue the flow connection was reset, the flow sensor was moved to the tubing on the arterial side, the tubing was cleaned, the circuit was checked for air, the flow probe was moved to the pump inflow side (which had success), and finally the flow probe was moved back to the arterial side of the circuit and worked until the ECMO was disconnected. It was suspected that there was a potential thrombus or air embolus blocking the ultrasonic signal, but none was found. The present theory was that the flow was disrupted from the cannula and caused the pump noise. The flow probe display failure did not seem related to the pump noise and continued when the noise had ceased. The patient later passed away. No products had been exchanged nor were they returned to abbott. It was believed to be unlikely that there were patient harm from the equipment. Related manufacturer report numbers #3003306248-2021-04025 and #3003306248-2021-04027.